Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that an a2000 mayfield 2000 skull clamp was not locking the pins properly during a biopsy procedure on (B)(6) 2018. There was an unacceptable wobble when rotation lock was applied. The clamp was in contact with the patient's head. The pins and patient's head were moving more than one centimeter. The patient's head had to be re-clamped with another mayfield. The patient was not harmed and there was a surgery delay of five minutes. Additional information has been received on 08jun2018 indicating that the 5-minute delay did not have an impact on the patient's condition. It was confirmed that the issue occurred before the surgery however, the patient was already anesthetized when the issue occurred. Integra adult skull pins were used during the case.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The device was inspected when received and found to be in specification. During investigation, the hex bushing part # 422a1012 was changed and no noticeable difference was observed. The device meets the manufacturer¿s specifications. Device history records review shows no issues found. The complaint reported was unable to be confirmed. Root cause is undetermined at this time.